Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the aorta remodelled with stent graft migration of approximately 6 cm into the aaa sac resulting in type I endoleak filling of the sac. This was noted on the cta follow-up. The aortic neck has dilated and measures 26 - 32 mm in diameter currently. Repair was performed with a 36x14x102 endurant aui and a 16x16x124 endurant limb extension from the left side. A 22 mm occluder was placed in the right common iliac followed by a fem-fem left to right bypass procedure was performed. This successfully resolved the migration and endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration, endoleak), patient¿s condition affected effectiveness of device (disease progression; aortic remodelling and dilated aortic neck); evaluation, conclusion: 22 known inherent risk of a procedure (stent graft migration, endoleak), device failure related to patient condition (disease progression; aortic remodelling and dilated aortic neck).